Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the infusion site (back). The cannula was also found to be bent as treatment for hyperglycemia, a new pod was applied.